Event description:
It was reported that this pacemaker exhibited far field oversensing, which led to false episodes of atrial tachy response (atr). In addition, some undersensing in the right atrial (ra) lead channel was noted. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.